Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed not verified after extensive testing. The digital board and pace/defib engine assembly were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95", "pacer disabled", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.